Event description:
The customer reported that while the as3000 anesthesia system was in use during a procedure, the monitor delivered incorrect tidal volumes. No pt injury was reported.

Manufacturer narrative:
The company service rep determined that the tidal volume was 800 milliliters when it should have been 600 milliliters with a tolerance of 15%. He drained condensate from the system, reconnected a loose heater cable, and calibrated the flow sensor and valve. The system was tested to factory specs. It functioned normally and was returned to use.